Event description:
It was reported that the patient had sinus tachycardia (st) which caused them to receive an inappropriate shock. Boston scientific technical services were contacted, and ts discussed programming options and noted variable impedances on the right atrial channel. There were two episodes of five inappropriate shocks in one day during the st episode. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient had sinus tachycardia (st) which caused them to receive an inappropriate shock. Boston scientific technical services were contacted, and ts discussed programming options and noted variable impedances on the right atrial channel. There were two episodes of five inappropriate shocks in one day during the st episode. The device and leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.